Event description:
Doctor office called with a potential allergic reaction one of his patients had to easygraft. Patient complained of aching, throbbing and burning. Patient also complained of experiencing pain and that soft tissue was inflamed. Doctor decided to remove the guidor bonegaft material.